Manufacturer narrative:
Conclusion: based on the received information from the field, a device malfunction was confirmed by in situ measurements. Device investigation revealed several mechanical damages to the conductive link. However, due to the amount of damages found it is not possible to determine which damage caused the device malfunction and which damages are attributable to the explantation surgery. Reportedly, the patient has a radical cavity and has undergone several surgeries in the past. If any of these surgeries has contributed to the reported problems can neither be confirmed nor excluded. Available information does not allow to determine a root cause for the observed device malfunction. This is a final report.

Event description:
The patient was no longer able to hear with the device even when stimulated with maximum output levels. In situ testing with two different testing instruments indicated a device failure. The external components were exchanged but the issue remained. Re-implantation is being considered. As per additional information received, the patient has an altered middle ear anatomy (i.e. Radical cavity) and it is unclear if the patient had an accident or if the decrease in access to sound with the device was gradual or sudden. The patient underwent several ear surgeries in the past, when treated by a different clinic. Thus, no further information about these procedures could be retrieved from the clinic where explantation was conducted. However, it was reported that a CT scan showed a damaged conductive link.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is no longer able to hear with the device even when stimulated with maximum output levels. Re-implantation is being considered.